Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump¿s battery life was shorter than expected. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2015 with the following findings:a review of the black box indicated multiple ¿replace battery¿ alarms and ¿low battery¿ warnings on 12/12/2014 due to use of a discharged battery. The returned battery cap was used to complete investigation. Visual inspection revealed moisture corrosion on the battery cap spring and that the battery compartment was cracked. The pump powered on normally and did not draw excessive current. The pump completed ezprime steps successfully. The pump¿s cover was removed and there were no defects found to the pcb. The complaint of short battery life could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that there was a display lens leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).